Manufacturer narrative:
(B)(4). A batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. Review of the abbvie peg and j use fmea identified the cannula insertion step in the placement procedure that could potentially contribute to pneumoperitoneum. Additionally, moderate tension on the peg tube following placement is essential for formation of the stoma. A literature citation indicates typical pneumoperitoneum rates. ¿it is recognized that transient subclinical pneumoperitoneum occurs during gastrostomy placement in as many as 56% of procedures and is generally not of any clinical significance.¿(1) review of the abbvie peg and j use fmea also identified several steps in the placement procedure that could potentially contribute to peritonitis. Those steps include disinfecting the puncture site using aseptic technique, bumper not tight enough after placement procedure, moving of the peg before stoma is healed, and inappropriate antibiotic prophylaxis. The abbvie peg and j risk management report documents pneumoperitoneum and peritonitis as risks, indicating that the risks have been reduced as low as possible through product design and placement procedure, and abbvie peg IFU instructs to keep tension on the peg and do not move prior to stoma healing. The benefits of the duopa system outweigh the risks of peritonitis and pneumoperitoneum. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from (B)(6). Gastroenterology. 2011;141(2):742-65. Finally, abbvie reviews complaint categories for possible trends and there were no trends identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 the physician reported the patient had internal infection. On (B)(6) 2015, the patient had a pegj tube placement and the patient was hospitalized over the weekend. The patient has not been started on the duopa medication. On (B)(6) 2015, the nurse stated that the patient was treated with unspecified antibiotics intravenously for infection. On (B)(6) 2015 the nurse at neurologist's office called in and stated that the patient was in ICU. He was on ventilator and came off from it on (B)(6) 2015. The patient has been diagnosed with pneumoperitoneum on (B)(6) 2015 and pulmonary embolism was diagnosed on (B)(6) 2015. The nurse stated that in the hospital the parkinson's oral medication was given thru the j tube.